Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (65 mg/dl). Reportedly, low bg's were due to the customer being outside doing yard work. Customer stabilized bg's with glucose tablets.